Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was indicated that, during a pump replacement, it was found that the catheter could not be aspirated. The managing physician had not realized that the catheter was not patent. Subsequently, the catheter was replaced. It was noted that the patient had been okay; he had not been experiencing any therapy or medical problems. The device system was being used to deliver gablofen. Refer to manufacturer report #3004209178-2014-21251 for details pertaining to the pump replacement.